Manufacturer narrative:
A patient sample was received for investigation. The customer's total psa and free psa results could be confirmed. The investigation determined the presence of an interfering factor (a psa isoform could not be excluded) against the total psa assay in the patient sample. Further tests are not possible due to the low sample volume. Per product labeling, "it is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers." The investigation did not identify a product problem.

Manufacturer narrative:
The customer's e411 analyzer serial number is (B)(6). The other analyzer serial numbers were not provided. A patient sample was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys free psa immunoassay and elecsys total psa immunoassay results for 1 patient on a cobas e 411 immunoassay analyzer, cobas 8000 e 602 module, cobas 6000 e 601 module, and an abbott architect analyzer. This medwatch will cover free psa. Refer to medwatch with a1 patient identifier (B)(6) for information on the total psa results. The customer is questioning why the patient results increase as the dilution factor increases. On (B)(6) 2024, the patient had a total psa result from a local clinic was 4.665 ng/ml. On (B)(6) 2024, a patient sample was tested on an e602 analyzer and the total psa result was 1.630 ng/ml and the free psa result was 3.8 ng/ml. The sample was also tested on an e411 analyzer and the total psa result was 1.72 ng/ml and the free psa result was 3.90 ng/ml. A 1:50 dilution was made from the patient sample. The 1:50 dilution was tested on the e602 analyzer and the total psa result was 3.010 ng/ml. The 1:50 dilution was also tested on the e411 analyzer and the total psa result was 2.720 ng/ml. A 1:10 dilution was made from the patient sample. The 1:10 dilution was tested on the e602 analyzer and the total psa result was 2.490 ng/ml. The 1:10 dilution was also tested on the e411 analyzer and the total psa result was 2.630 ng/ml. On (B)(6) 2024, a patient sample was sent to an investigational laboratory for testing. The sample was tested on an e601 analyzer and the total psa result was 1.94 ng/ml and the free psa result was 3.95 ng/ml. On (B)(6) 2024, a patient sample was sent to another investigational laboratory for testing. The sample was tested on an abbott architect analyzer and the total psa result was 5.40 ng/ml and the free psa result was 4.52 ng/ml.